Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited varying impedance. The physician did not believe the lp was in a stable position and the patient experienced premature ventricular contractions (pvcs). The physician elected to remove and replace the lp with a traditional pacemaker system. The patient was stable.